Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 19-sep-2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilation was performed, a 3.50x32mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.   A synergy ous mr 3.50 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Distal stent row 6 to 12 were damaged with stent struts lifted from the stent profile and misaligned. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no damage. No other issues were identified during the product analysis.